Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with pulmonary embolism, deep vein thrombosis and a gastrointestinal bleed was contraindicated for anticoagulation, therefore, placement of an inferior vena cava (ivc) filter was indicated. The right femoral vein was accessed, a sheath was placed and an angiographic picture of the ivc was obtained. The renal veins were localized and the filter was placed below the renal veins successfully. Post filter placement picture showed no thrombosis or clotting. No obvious complications were noted. Approximately two years post filter deployment, a CT scan demonstrated the filter with multiple limbs extending beyond the confines of the ivc wall, the tip of the filter near the left renal vein, some limbs within the right renal vein, a detached limb in the right pulmonary artery and a detached limb in the vena cava. The patient was scheduled for retrieval of the filter. The right internal jugular vein was accessed and a cavogram was performed. This demonstrated no thrombus within the filter, the tip of the filter lying within the ostium of the left renal vein, several limbs projecting outside the vena cava and two of the limbs noted from CT to be within the right renal vein. A retrieval set was obtained, a wire was passed between the filter and medial cava wall and the filter was visibly tilted away from the wall. The retrieval sheath was advanced down beyond the filter causing the filter to deflect laterally, moving it further away from the medial cava wall. The cone retrieval device was used to engage and remove the filter. No additional fragmentation or embolization of filter components was seen by fluoroscopy. Multiple spot radiographs of the chest and abdomen were obtained and demonstrated the previously described detached filter limbs in the vena cava and right pulmonary artery unchanged in position. Cavogram was performed showing narrowing of the vena cava in the infrarenal segment, with collateral filling of the left gonadal vein draining to the renal vein. This oblique view also demonstrated the detached limb in the vena cava embedded in the caval wall. A new filter (other manufacturer) was deployed without incident in the infrarenal ivc, approximately 4 cm above the caval bifurcation. A final cavogram was performed, which opacified hemiazygos collateral drainage, again likely due to narrowing of the infrarenal cava at the site of the previously removed filter. The physician felt that vena cava narrowing associated with filter retrieval would resolve spontaneously, therefore, no further intervention was performed. All access was removed and hemostasis was obtained with manual pressure. The patient tolerated the procedure well and was in stable condition. There were no immediate complications. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided. However, medical records were provided and reviewed. Approximately two years post filter deployment, a CT scan demonstrated the filter with multiple limbs extending beyond the confines of the ivc wall, the tip of the filter near the left renal vein, some limbs within the right renal vein, a detached limb in the right pulmonary artery and a detached limb in the vena cava. The patient was scheduled for retrieval of the filter. A cavogram was performed which demonstrated no thrombus within the filter, the tip of the filter lying within the ostium of the left renal vein, several limbs projecting outside the vena cava and two of the limbs noted from CT to be within the right renal vein. Based on the provided medical records, the investigation is confirmed for detached filter limb, a tilted filter, perforation of the ivc wall, and unintended movement of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt - filter malposition precautions: - the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with pulmonary embolism, deep vein thrombosis, a gastrointestinal bleed and a contraindication to anticoagulation, had a vena cava filter deployed below the renal veins without incident. Approximately two years post filter deployment, preretrieval imaging demonstrated the filter with the apex embedded in the caval wall, multiple limbs extending beyond the confines of the ivc wall, some limbs within the right renal vein, a detached limb in the right pulmonary artery and a detached limb in the vena cava. The filter was successfully removed with a cone retrieval device without incident. Another filter was deployed without incident. Postretrieval imaging demonstrated narrowing of the infrarenal vena cava that the physician felt would resolve spontaneously, therefore, no further intervention was performed. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately two years post filter deployment, preretrieval imaging demonstrated the filter with the apex embedded in the caval wall, multiple limbs extending beyond the confines of the inferior vena cava wall, some limbs within the right renal vein, a detached limb in the right pulmonary artery and a detached limb in the vena cava. The filter was successfully removed with a cone retrieval device without incident. Another filter was deployed without incident. Postretrieval imaging demonstrated narrowing of the infrarenal vena cava that the physician felt would resolve spontaneously, therefore, no further intervention was performed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and ten months later post filter deployment, a computed tomography of chest, abdomen and pelvis was performed for shortness of breath and chest pain. The study showed that interval removal or previously seen linear metallic foreign body within the segmental branch of the pulmonary artery on the right middle lobe. No definite metallic foreign body seen on current examination. Redemonstration of inferior vena cava filter in place with osteophytes prongs outside the inferior vena cava. No change in the appearance multiple prior examinations. Inferior vena cava filter was again seen with the cap near the left renal vein and prongs outside and some and the region of the right renal vein. On the next day, patient presented for filter retrieval procedure. Through the right internal jugular vein approach, a wire was advanced and positioned in the inferior vena cava, below the filter. Cavogram was performed, showing no thrombus within the filter. The tip of the filter was noted to lie within the ostium of the left renal vein. Several of the legs of the filter project outside the contrast rib, presumably outside vena cava. Two of the legs are noted from computed tomography to be within the right renal vein. The fractured leg of the filter was visible adjacent to end below the remainder of the filter, in the vena cava. A glidewire was passed along the medial side of the filter between the filter and the medial caval wall. As the catheter was advanced, filter was visibly tilted away from the wall, indicating that the tip of the filter was free. After dilating the access tract, the bard retrieval sheath was advanced over the wire and advanced down beyond the filter. The passage of filter sheath caused the filter to deflect laterally, moving it further away from the medial wall cava. The device was advanced directly over the tip of the filter and was used to engage the tip of the filter. The device was closed by advancing the sheath, which caused compression of the tip of the filter. With the filter securely engaged, the cone device was pulled upward into the sheath, pulling filter along within it. There were no additional portions of the filter fractured and embolized. No additional fragmentation of the filter or embolization of filter components was seen by fluoroscopy. The previously noted fractured leg of the filter was still present within the vena cava, below the level of the filter. The filter was completely removed with the sheath, leaving the wire in place. Multiple spot radiographs of the chest and abdomen were obtained to evaluate for additional portions of the filter. Only one fragment was identified in the abdomen, the previously described fragment of the filter leg which was below the level of the filter. This did not move after retrieval of the remainder of the filter. The second fragment was in the right pulmonary artery, unchanged from before. A cavagram was performed showing narrowing of the vena cava in the infrarenal segment, with collateral filling of the left gonadal vein draining to the renal vein due to the narrowing of the infrarenal cava. This oblique view also demonstrated that the fragment of filter leg which remained behind was imbedded in the caval wall. A vena-tech lp filter was deployed without incident in the infrarenal inferior vena cava, approximately 4 cm above the caval bifurcation. Therefore, the investigation is confirmed for the alleged filter limb detachment, filter tilt, unintended movement and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.